Manufacturer narrative:
If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
The customer reported via the (B)(6) that the pt died within 24 hours of the bone cement being inserted. Further reported that the pt's blood pressure declined immediately when the cement was inserted although this later normalised. The customer added that the pt suffered a cardiac event that led to death 22 hours later. An acknowledgement has been sent to the (B)(6). (B)(4) has left a telephone message and sent an e-mail to the customer to obtain further details. Please note the per has been entered with product code (B)(4) for reporting purposes. The product code of the reported product has not been provided but this will be confirmed once (B)(4) has spoken with the customer.